Manufacturer narrative:
The t:slim user guide states in the bolus screen section: carbs: enter grams of carb to be consumed. Bg: enter blood glucose level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a blood glucose (bg) value of 183 mg/dl into the carbohydrate field and partially delivered 1.71 units of a 5 unit bolus before realizing the error and stopping bolus delivery. Reportedly, bg level had not been adversely impacted. Contact confirmed that bg value of 183 mg/dl was within target range for customer and further assistance by tandem technical support was declined.